Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous right coronary artery (rca). After predilating the lesion with a 2.0x15mm non-bsc balloon, the 24x2.75mm taxus liberte stent delivery system (sds) was advanced but could not cross the lesion. A second, non-bsc, guidewire was advanced for extra support but the sds still could not cross the lesion. Upon removal, it was noted that the stent was damaged. The procedure was completed with a non-bsc stent. There were no patient complications and the patient's status is good.